Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device is cleaned regularly according to the instructions for use. Moreover, the device is placed inside the operating room with the fan away from to the operating field, at an estimate distance of 2.5 meters. In addition, the hospital user does not use reusable heating blankets for the patient. Moreover, a disposable pall-aquasafe water filter with a 0.2 m membrane used for tap water or an equivalent performance filter is used. However, the water quality monitoring and h2o2 checks are not performed every day as prescribed by instructions for use. Based on the collected information, deviations regarding h2o2 daily check and water monitoring were identified and these may have led/contributed to the reported contamination. This report was due on december 02, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 19, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report of contamination by mycobacteria avium chimaera, detected during periodic monthly check of a 3t heater cooler. Customer requested deep disinfection service. There was no patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Device manufacture date is pending. Correction/removal number: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in spain. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.